Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that an image was not present due to an imaging component failure and also a noisy image (subject could not be recognized). The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ch-s400-xz-eb, 4k camera head to olympus for repair due to a report that the cable was "defective/loose contact." There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was found that the image disappeared due to an imaging component failure and a noisy image (subject cannot be recognized) was present. This report is submitted due to the findings that the image disappeared due to an imaging component failure and a noisy image (subject cannot be recognized) was present, identified during in-house service of the device. As the problems were found during in-house service of the device, there was no patient involvement.

Event description:
The user facility reported problem of "defective cable" was identified during a procedure. The intended procedure was completed using another similar device. A delay in procedure of a "few minutes" was reported; there was no adverse health effect to the patient that occurred, attributed to the delay. There was no patient injury that occurred, associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to accurately indicate the report source as a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was a cable disconnection, which may have caused a communication failure between the scope and processor and led to a noisy image and disappearing image. However, the definitive root cause of the cable disconnection could not be determined. It is possible that the cable disconnection was caused by device mishandling. Olympus will continue to monitor field performance for this device.